Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is completed, a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life) issue. The reporter alleged that battery life was shorter than expected. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the pump has been returned, and it was evaluated by product analysis on 08/28/2015 with the following findings: a review of the pump history and black box data revealed evidence of short battery life. The battery compartment was observed to be cracked at the threads and in the area below the grip pad. The threads of the returned battery cap were found to be damaged. The returned battery cap was unable to secure to the suspect pump case per the instructions for use (IFU). Evidence of moisture ingress was found on the inside of the battery compartment. The pump was unable to maintain power with the returned battery cap installed. A test battery cap was used for the remainder of the analysis. Evaluation revealed that the pump drew electric current at levels within the specifications: the reported battery life issue was not duplicated. The pump failed a leak test due to a battery compartment leak. The pump case was removed, and no further evidence of internal damage or defect was found. User error caused or contributed to the occurrence of moisture ingress, as the instructions for use instruct the user to refrain from exposing a damaged pump to moisture. (B)(4).